Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed during a clinic check. The patient was asymptomatic. Programming changes were recommended.